Event description:
The reporter states that the customer obtained an undosed result of "lo" on the accu-chek compact plus system. No adverse event reported. New system sent to customer and return requested.